Event description:
It was reported that the device longevity was less than expected. The device was explanted and replaced. The device was later returned with a report that the device was at eri (elective replacement indicator) and had battery drain possibly caused by high outputs/low impedance. It was further noted that the competitor's lv (left ventricular) lead had unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found normal battery depletion.